Event description:
After providing conscious sedation and performing upper endoscopy, a physician reported attempting to use a focal ablation device to treat barrett's esophagus in a pt. However, the device would not deliver energy when depressing the foot pedal. After attempting unsuccessfully to deliver ablation energy with a second focal ablation device, the physician cancelled the procedure. There due to the need to cancel and reschedule the case.

Manufacturer narrative:
Product eval summary: the output cable of the generator was returned for failure analysis. The device failure was attributed to the design of the cable connector which showed inadequate strain relief for allowing the cable to be flexed, thus leading to a partial break in the cable conductor. An internal corrective/preventive action was open to remediate the failure condition found. (B)(4).